Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the verbatim: nurse stated he has experienced where a safety clamp on an IV set did not engage or close when the pump module door was opened.

Manufacturer narrative:
Initial reporter facility name- (B)(6) health center if a device evaluation and/or device history review is completed, a supplemental report will be filed